Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot/serial identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-00784-1.

Event description:
It was reported that during surgery, there was a gap between the blade and the width plate, which the account thinks is the reason for certain vibration (bouncy, as the account described) resulting in a bad skin graft. There was random skipping of graft. There was no patient harm or injury. There was no surgical delay, and no indication of another graft being taken. During device investigation, it was discovered that the dermatome may have attributed to the reported event. Due diligence is complete, no further information is available.